Event description:
A facilities safety officer filed medwatch on (B)(6) 2015. Sai became aware of the event on 05/20/2015 when a copy of the form was submitted to sai. This issue is related to an initial complaint when the operator observed fluid dripping from the sample probe into qc material and patient samples on (B)(6) 2015. There was no report of adverse impact to any patient at that time. The report states the analyzer developed a small pinhole in the sample probe tubing which leaked and an incorrect low, fibrinogen (fbg) value which was reported. Based on this value the patient was transfused two units of cryoprecipitate prior to paracentesis procedure. The lab informed nurse fbg value was incorrect. A corrected report was issued. The fibrinogen (fbg) value was low at 88 mg/dl. The normal reference range for fbg is 200-400 mg/dl. The laboratory's reference range for fbg is unknown. Results should always be evaluated with clinical and other laboratory findings. Independently of the concentration of samples, non-specific reactions may be obtained in some cases and therefore the dilution of samples may lead to discordant results in certain cases. Good laboratory practice requires repeat testing of patient samples for verification if results are critical, inconsistent with previous data and/or unusual results. It is unknown if other tests were performed previous to or after the initial fibrinogen.

Manufacturer narrative:
The safety officer's incident report was closed as there was no adverse impact to the patient. No further detail relating to patient results was provided. A siemens field service engineer (fse) was dispatched. The fse discovered a pinhole-sized leak in the sample tubing under the black protective cover. The issue was resolved by replacing the sample probe tubing. All mechanical alignments were performed. Precision was performed and passed within specification. Qc was analyzed and within the lab's established ranges. The analyzer was returned to the user in operational condition. When a leak is present in the sample probe, it is possible that insufficient sample was delivered to the reaction cup. It is also possible that sample material could be diluted. Both situations may affect the fibrinogen concentration. This issue will be reported on the basis that incorrect results led to a patient receiving a potentially unnecessary transfusion, carrying with it the risks involved with receiving blood products: transfusion reaction, developement of antibodies, exposure to blood-borne pathogens and infection. Fibrinogen testing is rarely performed in isolation. Fibrinogen normally is ordered as part of a coagulation panel in a patient with a clotting disorder, either excessive bleeding or a thrombotic episode. Reduced fibrinogen activity may impair the body's ability to form a stable blood clot.